Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the time of inspection before use, it was found that the image of the subject device was not displayed and all indicators on the front panel lit up. There was no report of patient injury associated with this event. The service department of the olympus medical systems (B)(4) checked the subject device and found that it was found that the image of the subject device was not displayed and all indicators on the front panel lit up due to the failure of the printed circuit board.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus medical systems india (omsi), there was the possibility that this phenomenon was attributed to the failure of the printed circuit board because the following mechanism of occurrence was presumed. - the processing and control failure of the printed circuit board occurred due to the failure of the printed circuit board, and the image of the subject device was not displayed. - the startup failure of the printed circuit board occurred due to the failure of the printed circuit board, and then the processor startup sequence did not complete normally, and the processor software could not get out of all indicators lighting sequence for 3 seconds, consequently all indicators on the front panel lit up. If additional information becomes available, this report will be supplemented.